Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. For any further questions, please do not hesitate to contact us

Event description:
Ous MDR - boston scientific reported that this ra lead showed high pacing thresholds. This lead was explanted.